Event description:
The customer reported via phone call that he had a no delivery alarm during a set change and manual prime. Customer's blood glucose at the time of the incident was 232 mg/dl. Troubleshooting was performed and the issue was resolved by changing the reservoir. Customer was advised to return the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.